Event description:
It was reported by dealer that the mpj joystick turns on but the display part on this joystick was not working on the 3gtq3 power chair.

Manufacturer narrative:
Follow up will be filed if additional information is received.